Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead presented noisy signals. Physician swapped leads in the header of the device and noise remained present in the rv lead. A lead damage was suspected. This lead was then successfully replace. Additional information was received from product analysis which confirmed a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to noise issues. This lead was then successfully replaced. No adverse patient effects.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead presented noisy signals. Physician swapped leads in the header of the device and noise remained present in the rv lead. A lead damage was suspected. This lead was then successfully replace. Additional information was received from product analysis which confirmed a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer coil had a break at the outer coil-to-terminal ring weld. Ahal results showed two creases in the terminal boot, the broken weld is aligned with the more distal crease. It seems reasonable that the weld was broken by the same instrument/tool and force that generated the crease in the boot. Outer coil (anode) measured as an electrical open, consistent with an outer coil fracture. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure. FDA 3500a section adverse event/product problem, b5: a complementary description was made. FDA 3500a section device manufacturers only, h10. A product investigation analysis results were add.